Event description:
Related manufacturer reference number: 2017865-2021-28916. It was reported that the patient presented for right atrial (ra) lead replacement due to noise. The noise did not result in pacing inhibition. At that time, it was noted that the right ventricular (rv) lead had a high capture threshold. Therefore, the physician elected to explant and replace both leads. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 0.5 cm to 0.6 cm, 2.8 cm to 2.9 cm, 3.8 cm to 3.9 cm, and 8.7 cm to 10.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.